Event description:
It was reported that an ilet user using a dexcom g7 continuous glucose monitor (cgm) experienced low glucose readings to 40 mg/dl and then 30 mg/dl and did not perceive an ilet alarm at that time. Later review showed multiple alarms around early morning including an urgent alert and a brief sensor issue; the user and agent attributed the low readings to a compression-related sensor artifact, and subsequent glucose rose high after oral glucose intake. Customer care provided alarm review, and user education and troubleshooting for ilet and dexcom alert volumes. Investigation of this case revealed the device was functioning as designed with alarms enabled and audible, and the low readings were consistent with compression-induced sensor error. No symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose and return of glucose to target without medical intervention. It was concluded that the event was hypoglycemia with cause unclear, likely due to sensor compression rather than device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.